Manufacturer narrative:
Section a3b and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1:surgeon's email address: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Account reported that during the attempt to advance the lens with the plunger there was resistance and the tip of the cartridge split. They stated this was possibly due to the resistance felt during the advancement of the lens. No other information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/3/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was partially advanced with viscoelastic residue observed to be evenly distributed throughout the cartridge. Viscoelastic residue was also observed externally. The cartridge tip and cartridge tube were bent. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues; however viscoelastic residue was observed below the lens module. The plunger rod and plunger rod advancement were inspected revealing no issues. No lens was received for evaluation and no further evaluation was performed. Conclusion: the complaint issue cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/3/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was partially advanced with viscoelastic residue observed to be evenly distributed throughout the cartridge. Viscoelastic residue was also observed externally. The cartridge tip and cartridge tube were bent. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues; however viscoelastic residue was observed below the lens module. The plunger rod and plunger rod advancement were inspected revealing no issues. No lens was received for evaluation and no further evaluation was performed. The complaint issue difficult to use was not identified during product evaluation. The complaint issue cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, the device code iol: dc-difficult to use-(1487) was added as there was resistance while advancing the lens. Hence a correction MDR is needed with the aware date of 5/29/2025, the date the file was reviewed.